Event description:
Reportable based on analysis approved on 12/07/2006. Previously reported on the 3rd quarter 2006 asr, but due to analysis findings is now being reported on an individual MDR. It was reported that during a pta treatment procedure in a right brachium shunt, "the balloon got ruptured at 8 atms during the first inflation." The lesion being treated was a 100% stenotic lesion with calcification in a non tortuous right brachium. The procedure was successfully completed with another of the same device. No pt complications were reported and the current pt status is reported as "good".

Manufacturer narrative:
Device analysis confirmed that a longitudinal tear was present in the balloon material. The tear was present in the balloon material running proximally from the distal edge of the distal markerband for approx 16mm. A partial circumferential tear was also present in the balloon material approx 15mm proximal to the proximal edge of the distal markerband. Microscopic examination of the balloon material and of the markerbands found no anomalies that could contribute to the complaint incident. A review of the mfg record for this batch (8708793) shows that the device met its material, assembly and product specifications. The root cause of the complaint incident could not be identified. We will continue to monitor and trend this type of complaint in order to ensure that there is no compromise of product quality.